Manufacturer narrative:
The insulin pump buttons function properly. However, moisture damage was found on the keypad traces during visual inspection. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, and scratched reservoir tube window.

Event description:
Customer reports to have received a button error alarm and was not sure what caused it. Customer's blood glucose was 324 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.